Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro device had a defective jaw boot coating. The coating was peeling off the jaw, exposing the heater wire. This was out of box. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Items marked "ni" are unknown at this time. (B)(4).